Manufacturer narrative:
Follow-up #2 date of submission 12/24/2014.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient replaced the pump battery to no avail. There was no damage seen to the battery compartment or battery cap, and the patient was able to securely tighten the battery cap. The issue was not resolved. There was no patient injury associated with this issue.